Manufacturer narrative:
Device is a combination product.(B)(4).device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
Same case as MFR# 2134265-2011-05792. It was reported that during a stenting treatment procedure, in-stent restenosis and stent damage occurred. On an unknown date, a 3.5x20mm promus element stent was implanted in the proximal to mid right coronary artery (rca) and another unknown stent was implanted in the medial rca. In (B)(6) 2011, access was gained via the right femoral artery. A 95% stenosis de novo lesion was located in the non-tortuous and mildly calcified proximal rca and 70% in-stent restenosed lesion was located in the proximal to medial rca. The patient had well developed collateral branches. Dilatation was performed in the proximal and in the in-stent restenosis with a 3.5x20mm maverick balloon, inflated up to 18-20atm. A 3.5x24mm promus element stent delivery system was advanced over a non-bsc guide wire and the stent was deployed overlapping the previously placed stent. The stent delivery balloon was inflated to 18atm for 10 seconds using a non-bsc inflation device and the stent was well apposed to the vessel wall. The advancement of the 3.5x24mm promus element stent resulted in a concertina effect if the 3.5x20mm promus element stent. After inflation, it was not possible to deflate the stent delivery balloon. The guide wire was pushed and the balloon was inflated and deflated over 20 times, at which point it was possible to fold the balloon back slightly so that it could be removed, but was not fully deflated when removed. The device had remained inflated inside the patient for 45 minutes. During the process of attempting to deflate, it was reported that the patient experienced angina/acute coronary syndrome. However, following the procedure the patient condition was reported to be stable. A 3.5x32mm promus element stent in the ostial-proximal lesion, inflated up to 24 atm. Followed by post dilation with a 4x15mm nc quantum maverick balloon inflated to 18-26atm. The procedure was completed with good final result without residual stenosis or dissection, prompt contrast flow pheripherally.